Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 10/18/2014 to the present date 11/13/2020 and note that this device has been returned for service 2 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring.

Event description:
It was reported that the device failed the pressure test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the pressure test during preventive maintenance. There was no patient involvement.